Event description:
It was reported that the radio frequency ablation generator was unable to be powered on using the foot switch. The generator foot switch was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Air pressure is lost due to a hole in the tubing near the pneumatic connector.